Manufacturer narrative:
The suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The reporter stated the patient's blood glucose has been high occasionally throughout the preceding week. The reporter assumed the patient was ill. On that day, the patient awoke with high blood glucose, ketones and vomiting. The patient was transported to the hospital. Upon admission, his blood glucose was 46 mg/dl, he was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.